Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) does not inflate, no personal injury reported.

Manufacturer narrative:
Due to character restriction in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported failure. The fse was able to determine that the pneumatic module was faulty and was replaced. There was no patient involvement and no patient harm or serious injury. The device met the requirements for passing self-tests and was returned to normal use.

Event description:
It was reported by customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) machine was not inflating the balloon. There was no patient involvement reported.